Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that the patient received stock temporomandibular joint (tmj) implants in 2007. It is reported that both the ramus and fossa implants will be removed due to bone formation. It is reported the anticipated date of surgery is (B)(6) 2017. It is reported the revision is not related to the implants nor infection, but is due do bone formation. More information concerning the event and part numbers has been requested but has yet to be received.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Catalog number was corrected from 24-6562 to 24-6561-int; it was reported the previous number reported was incorrect. Common device name was corrected from small right fossa component temporomandibular joint implant to tmj medium left fossa component. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00232.

Manufacturer narrative:
The product identities were confirmed in the evaluation. A review of the returned mandible and fossa show that there is bony growth on the mandibular component indicating that the implant was seated flush against the bone. The fossa has one of the flange corners cut off. It could not be determined whether this cut was before or after implantation but it most likely occurred during the removal of the fossa. The account manager stated that, "the revision is due to bone formation. It is not related to the implants nor infection." The surgeon completed and signed the patient-matched joint replacement prescription form indicating that the revision was due to bone formation. The most likely underlying cause of this complaint is patient condition. The instructions for use states in the section titled adverse events: "adverse events that may occur following placement of the total tmj replacement system are listed below: heterotopic bone formation." The instructions for use also includes statistics from clinical studies in regards to heterotopic bone growth. The nonconformance database was reviewed and no nonconformance was noted. There are no indications of manufacturing defects. This is supplemental report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00232-2.

Manufacturer narrative:
Because the lot number is unknown, the device history records could not be pulled and reviewed. Based on the distributor's report that "both the ramus and fossa implants will be removed due to bone formation and is not related to the implants nor infection," the most-likely cause for the revision is determined to be patient condition. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #: 0001032347-2017-00232.